Manufacturer narrative:
The product was not returned to abbott vascular for analysis as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use and inflated once prior to the rupture with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the balloon became compromised and/or damaged against the anatomy or stent implant resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the iliac artery that was both mildly calcified and tortuous. The 9.0x59mm omni elite stent system was advanced to the lesion. After stent deployment and during the second inflation of the stent balloon to 12 atmospheres (atm), the balloon ruptured. The stent was noted to be fully implanted, so no additional intervention was performed. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.